Manufacturer narrative:
This information is corrected from the initial MFR. Report.

Event description:
While reviewing the patient's programming history, it was noted that upon initial interrogation on (B)(6) 2008, the patient's device was found to be programmed off. However, on the previously recorded visit of july 15, 2008, the patient left the office programmed to an output current of 0.75ma. No known diagnostics were performed on (B)(6) 2008; however, the settings from (B)(6) 2008 are indicative of a faulted or incomplete diagnostic test. No other information is known.

Event description:
The settings from (B)(6) 2008 are not indicative of a faulted or incomplete diagnostic test.